Event description:
It was reported that during a mildly tortuous, mildly calcified, left anterior descending artery stenting procedure, a xience xpedition stent delivery system (sds) was advanced over a balance middleweight (bmw) guide wire and through a non-abbott 6 french guiding catheter. There was resistance met with the bmw guide wire and the xience xpedition sds would not cross the lesion becoming stuck to the bmw guide wire and there was resistance felt with the removal. Both the bmw guide wire and the xience xpedition sds were removed as one unit per the instructions for use. Upon removal the xience xpedition sds was pulled off the bmw guide wire and the same bmw guide wire was re-inserted into the patients anatomy to the lesion. The same xience xpedition sds was back loaded onto the guide wire but would not advance into the patients anatomy due to meeting resistance again with the bmw guide wire during advancement and removal. Both the bmw guide wire and the xience xpedition sds were removed as one unit per the instructions for use. A new bmw guide wire and xience xpedition sds were used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: jl4 cordis 6 fr guide cath. Stent: xience xpedition. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The other device referenced, is being filed under a separate medwatch MFR number.